Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that his monitor made an unfamiliar noise and would not power up. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the monitor was unable to power up and would constantly reset itself. The root cause investigation is still underway; a supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient was provided with a replacement monitor.